Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4196 implantable pacing lead (B)(6) 2009, 5076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the device had an unexpected longevity of less than four years without excessive shocks or high pacing thresholds. The device had a suspected battery or component failure. The device was explanted and replaced. No patient complications have been reported as a result of this event.